Event description:
The facility rep reported "free flow" discovered before use. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. After speaking with medical center, it was conveyed to baxter that the incident date was 2007, and the device was sent to the service department with a red tag stating "free flow". Medical center placed a call into the medical team questioning whether a patient involvement occurred, however, a return phone call was not returned until february 2008 where it was discussed there was no patient injury and that the pump could be sent in for service to baxter. No additional info was available.

Manufacturer narrative:
The device has been received for eval; however, eval is not complete. A follow-up will be filed upon completion of the eval or if additional info becomes available.